Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The ac adapter is used to provide electrical power to the controller. The instructions for use (IFU) and patient manual instruct the user on the correct way to connect the adapter to the controller and to an electrical outlet. The IFU and patient manual also detail the methods for the regular inspection and care of all components of the system. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient came to his clinic visit and reported that his ac adapter was worn out. The ac adapter was exchanged with no reported patient consequence.

Manufacturer narrative:
It was reported that the controller ac adapter was worn out. The controller ac adapter, (B)(4), was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event could not be confirmed since the unit in question was not available for analysis. A possible root cause of the reported event can be attributed to normal-use deterioration due to wear over time. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.